Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for the event. The analysis of the rdf indicated that the system was expecting the centrifuge to slow down during the bolus but it did not quite slow down quickly enough resulting in the first alarm, 'centrifuge speed was too high while the procedure was paused. Following that, the 'safety system could not confirm valve position' alarm was actually an artifact of the centrifuge speed alarm. This is not because there is a problem with the valve but rather after the centrifuge speed alarm the system disabled the power which resulted in the secondary valve alarm. The centrifuge was in the process of slowing down during the pause for the bolus. However, it just did not slow down fast enough as expected by the safety system. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypotension associated with apheresis is usually well tolerated. The following progression is often observed:1) pallor and sweating begin, with the skin turning cold;2) the pulse slows strikingly;3) the blood pressure decreases4) nausearoot cause: the saline bolus was administered to counteract the drop in the patient¿s bloodpressure. The alarm occurred during administration of the bolus so it did not cause the patient¿s drop in blood pressure. Terumo bct field performance team determined that the machine is safe to use and that the alarm was generated because when the system was paused for saline bolus and the centrifuge did not slow down fast enough as expected by the safety system. A definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged reactions include but are not limited to the patient's physiology, the patient's disease state, and/or patient sensitivity to the procedure.

Event description:
The customer reported that a sickle cell patient was undergoing a red blood cell exchange(rbcx) procedure. During the procedure, the patient experienced hypotension and his bloodpressure dropped from 126/75mmhg to 84/53mmhg. The rn paused the procedure and setupa bolus of 150ml of saline. While she administered 150ml of saline bolus to the patient, she received multiple alarms including ¿centrifuge speed was too high¿ alarm. Per the rn, she resumed the procedure and 73ml out of 150ml of saline was infused to the patient, however,she was unable to resolve the alarms and so she ended the procedure early due to the patient complaining of feeling dizziness. Post procedure, 500ml of saline bolus was administered to thepatient and the patient blood pressure was 110/62mmhg. The rn stated that the patientrecovered and is reported in stable condition.the customer declined to provide the patient identifier (ID) and age.the red blood cell exchange (rbcx) set is not available for return because it was discarded bythe customer.